Manufacturer narrative:
A2: patient age at time of event: patient in their 60's. B2: date of event: estimated as this information was not available. Detailed product, patient, and event information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent occlusion occurred, requiring thrombus aspiration. A case study was reviewed for a patient with an eluvia stent in the right superficial femoral artery (sfa) presented with acute lower limb ischemia due to acute stent occlusion. Thrombus aspiration was performed, achieving reperfusion without residual stenosis.

Event description:
It was reported that stent occlusion occurred, requiring thrombus aspiration. A case study was reviewed for a patient with an eluvia stent in the right superficial femoral artery (sfa) presented with acute lower limb ischemia due to acute stent occlusion. Thrombus aspiration was performed, achieving reperfusion without residual stenosis.

Manufacturer narrative:
A2: patient age at time of event: patient in their 60's. B2: date of event: estimated as this information was not available detailed product, patient, and event information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the eluvia device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.